Manufacturer narrative:
H10: complaints database analysis revealed no similar event since unit installation in 2015. As per s5 system instructions for use, the 3/8¿ bubble sensor is designed to detect micro bubble with diameter greater than 4 mm. Based on the technical intervention, a hardware malfunction can be ruled out. However, it cannot be ruled out that reported event could be traced back to lack of knowledge of the user who expected the sensor to detect bubbles smaller than 4 mm.

Event description:
See initial report.

Manufacturer narrative:
Livanova deutschland manufactures the bubble detector. The incident occurred in japan. The bubble detector was inspected at livanova japan and no issue could be reproduced. Device responded as expected to different bubble sizes functional test were conforming and device returned to customer if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a that a poor response of a bubbled detector during maintenance. There was no patient involvement.